Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. This report is being submitted to update section b1, b5, d6b, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was implanted on (B)(6) 2026. The day after a chest x ray revealed that the lead became dislodged. As a result, a revision procedure was performed and the reposition was not successful and there were helix extension and retraction difficulties. The procedure was successfully completed with a new lead. No additional adverse patient effects were reported. This lead was already returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted implant for the left bundle branch (lbb). During the procedure, there were placement difficulties. As a result, the helix became bent which resulted in lead damage. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead was already returned.